Event description:
Ous MDR - after an implantation period of about 25 months, increased shock impedance values from 90 to 200 ohm were reported. The physician decided to replace the lead. No visible defect on the lead was observed during the extraction procedure. The lead was returned to biotronik. No adverse patient side effects have been reported.

Manufacturer narrative:
Subjected to an extensive analysis. The inspection revealed abrasion marks at several positions of the lead segments. In particular, the insulation was found damaged as a result of wear at the distal part of the lead and the conductor cable to the rv shock coil was found fractured in this area. This damage can be considered to be the root cause of the high shock impedance measurements mentioned in the complaint description. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to an excessive mechanical stress in the implanted state. From the x-ray images available for analysis, a clarification of this assumption was not feasible. Further inspection revealed explantation damages i.e. Cuttings of the insulation and deformations of the rv shock coil. The analysis did not reveal any sign of a material or manufacturing problem.